Event description:
It was reported the patient experienced intermittent stimulation and a shocking or jolting sensation and had been dealing with this for over 3-4 months. There had not been any trauma or exposure to emi. The patient had an assessment of the problem, and it was determined the patient had a short. The physician wouldn't know if he would replace the whole system, the leads only or the neurostimulator until he got the patient into surgery. The manufacturer representative stated the patient's case had been cancelled. The patient missed her pre-op appointment. The patient was told she needed to set up a meeting with the surgeon to discuss a plan, but had not done that yet. Additional information has been requested from the hcp, but was not available as of the date of this report.